Manufacturer narrative:
Additional information: h3, h4, h6, h11. H11: the device was received for evaluation. A visual inspection noted a separation between the assembly of the tubing and the second y-site clearlink; there was a lack of solvent and a potential low insertion of the tubing into the clearlink. Dimensional testing was performed on the tubing and at the clearlink y-site housing with no issues noted. The reported condition was verified. The cause of the condition is related to improper assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set snapped and broke right under the second luer lock port. The device contained saline. This occurred during priming prior to chemo before patient use. There was no patient involvement. No additional information is available.